Manufacturer narrative:
The battery monitor indicator was returned to the manufacturer for analysis. The indicator was installed in a test system and it functioned as expected with all light segments lighting up. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient was present when this event occurred. The field service engineer tested the system and found that the motion and x-ray batteries needed to be replaced. After replacing the batteries and the battery monitor the issue was resolved. System tested fully functional after battery replacement.

Event description:
A medtronic field service representative reported that after a case, when the radiology technician was pushing the o-arm back to storage, the o-arm stopped moving. No was patient present.